Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the trocar had broken into two pieces when unpacking.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Replication of the reported condition can be caused by rough handling of the device and applying excessive force to the cannula. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.